Event description:
Reference number (B)(4). Event occurred in the united states. On 19-aug-2024, it was reported that the patient ran for fill tubing step and saw a small piece of plastic come out the tip of the cannula tip and after the plastic piece fell out insulin started flowing through supply line within 3 or more hours after insertion at abdomen. The patient decided to change out the set after observing the piece of plastic coming out of the cannula tip. The patient changed soft cannula infusion set only and resumed insulin. No further information available.